Event description:
It was reported that the patient received an electrical shock when passing through a security detector in a grocery store. The patient uses the stimulator all day at a low amplitude. When the patient went through the security detector, she felt a high stimulation pulse and experienced strong increasing pain between her arm and the stimulator side. The patient was hospitalized. Further device evaluation did not indicate a device failure. Reprogramming was not necessary. Impedances were acceptable. The stimulator could be switched on and off normally. No permanent injury occurred. The patient feels better.

Manufacturer narrative:
See scanned pages.